Manufacturer narrative:
(B)(6). The device was returned for analysis; however, the analysis has not yet been completed. During the analysis of the associated coil, it was reported that there were no visible damages and product was able to cross through the device without difficulty. The product has been sent to the manufacturing site of the catheter for further analysis. The lot number of the device was unknown. No patient demographic information was provided. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs associated with this complaint with associated manufacture report numbers of 1058196-2014-00153 and 1226348-2014-00018. This is 1 of 2 mdrs associated with this complaint with associated manufacture report numbers of 1058196-2014-00153 and 1226348-2014-00018.

Event description:
It was initially reported that during coil embolization of an aneurysm in an unknown artery, there was a problem with deployment of the deltamaxx sr platinum coil (catalog# dmx18226020, lot# c20818). Additional information was received on (B)(4) 2014: the coil did not detach as previously indicated. The coil stretched during deployment. The coil had been advanced and retrieved several times, and it is not possible to determine when the coil stretching occurred. Part of the coil was in the microcatheter and part was in the aneurysm. The microcatheter used was a prowler select lp 14. The physician did not recall if there was resistance between the coil and microcatheter, and there was no damage noted to the microcatheter. It was reported that the device had been prepped and used as per the instructions for use (IFU) and a continuous flush was maintained through the microcatheter. No additional information was available. Additional information was received via product analysis on (B)(4) 2014. The coil was found to be mechanically detached, and was protruding from the hub of the microcatheter. Follow-up information from the affiliate revealed that the microcatheter had cautiously been removed from the patient along with the coil, and the actual detachment occurred outside the patient after removal. Since the event required removal of the microcatheter resulting in loss of target position, the event now meets MDR reportability criteria.

Manufacturer narrative:
Updated: it was reported that during coil embolization of an aneurysm in an unknown artery, the deltamaxx sr platinum coil (catalog# dmx18226020, lot# c20818) stretched during deployment. The coil had been advanced and retrieved several times, and it is not possible to determine when the coil stretching occurred. Part of the coil was in the prowler select lp 14 (lot and catalog numbers unknown). The coil was cautiously removed along with the microcatheter and the coil detached outside the patient after removal. The physician did not recall if there was resistance between the coil and microcatheter, and there was no damage noted to the microcatheter. It was reported that the device had been prepped and used as per the instructions for use (IFU) and a continuous flush was maintained through the microcatheter. There was no patient consequence as a result of the event and the procedure was completed with another like device. No further information was provided. (B)(4): a non-sterile prowler select lp microcatheter was received inside of a plastic bag. No damages were noted on the hub. The microcatheter was inspected and it was found without any damage. The microcatheter was inspected under microscope; no damage were noted on it. The ID the microcatheter was measured and was found within specification. The functional test was performed. The prowler select lp microcatheter was flushed out using a lab sample syringe (nipro) the water came out from the distal end of the device. Then a 0.014¿ guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter¿s distal tip without any difficulty and it passed totally the microcatheter. The 0.014¿ guide wire was removed of microcatheter. The orbit mini complex lab sample was introduced into the microcatheter and it advance smoothly to the microcatheter¿s distal tip without any difficulty and it passed totally the microcatheter. The coil stretching was confirmed based on the product analysis of the coil, but there were no issues found during analysis of the microcatheter. Procedural factors addressed in the IFU may have contributed to the coil stretching. The analysis found that there were no anomalies found on the microcatheter; therefore, the stretching of the coil was most likely not related to that device. Since it was reported that the coil detached after removal from the patient, and there was no report of other device damage, the coil detachment, and other device damages found during analysis were related to post-procedural handling. There was no indication that the coil stretching was related to a manufacturing issue; therefore, no corrective actions will be taken. This is 1 of 2 mdrs associated with this complaint with associated manufacture report numbers of 1058196-2014-00153 and 1226348-2014-00018.